Manufacturer narrative:
Additional information received on 18aug2021 update on the following: block b5: describe event or problem. Block b7: patient relevant history. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical problem code e2339 captures the reportable event of ulcer. Medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient received an endoscopy procedure on (B)(6) 2021. The patient had oozing that has stopped and that an ulceration in the rectum is likely the source. A rectal wall infiltration possibly caused the ulceration. On august 20, 2021, additional information received stating that fiducials were administered transperineally and the procedure was done under general anesthesia. The mucosa was intact on the colonoscopy. The physician could see on the magnetic resonance imaging (MRI) performed on (B)(6) 2021 that there was a thick rind around the spaceoar and there appeared to be a disruption of the rectal wall, with a "pointy "area where the gel seems to beak toward the center of the rectal lumen. The patient no longer has gas in the spaceoar space, suggesting that the communication has closed off and the patient's condition is improving. The physician was planning to do moderate hyperfractionation. The patient received external beam radiation therapy (ebrt).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient received an endoscopy procedure on (B)(6) 2021. The patient had oozing that has stopped and that an ulceration in the rectum is likely the source. A rectal wall infiltration possibly caused the ulceration. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.